Manufacturer narrative:
A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for no additive with the incident lot was observed. Additionally, retention samples were selected for evaluation and upon test completion, the customer's indicated failure mode for no additive was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd has initiated CAPA (B)(4) to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the bd vacutainer plastic fluoride / oxalate tube 4ml with grey hemogard closure had no additive. No injury or medical intervention.